Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from four patient samples from four different patients when tested using vitros tropi es lot: 6110 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A review of qc fluid performance indicates acceptable performance, and a vitros tropi es lot: 6110 issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot: 6110 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing was not performed on the vitros 5600 integrated system, however acceptable historical vitros tropi es lot: 6110 qc indicates that an instrument issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot: 6110.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from four patient samples from four different patients when tested using vitros tropi es lot: 6110 on a vitros 5600 integrated system. Patient 1 result of 0.067 ng/ml (>url) versus the expected result of <0.012 ng/ml (<ami) patient 2 result of 0.648 ng/ml (>ami) versus the expected result of <0.012 ng/ml (<ami) patient 3 result of 0.418 ng/ml (>ami) versus the expected result of <0.012 ng/ml (<ami) patient 4 result of 0.222 ng/ml (>ami) versus the expected result of <0.012 ng/ml (<ami) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).